Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.

Event description:
It was reported that approximately three months after an appendectomy procedure (in which the device functioned normally), the patient was seen for pain in the emergency room. The patient was taken back to surgery and it was determined that around a few staples adhesions formed causing a small bowel obstruction.